Event description:
The customer reported, the system received a generator error during a case. The problem occurred with patient on the table. The system worked after reboot. Customer was able to complete case.

Manufacturer narrative:
The ge service rep inspected the unit. The problem was intermittent so the rep could not duplicate the problem. He pulled the error logs and reviewed the information. The system received error code 10719 anode thermal data not returned or no response from generator. The service rep will research error code and revisit problem.